Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.98 mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip. The grips were not found to have cracking damage.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mmmedium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.9mm. The grips were not found to be cracked.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the 8mm medium-large clip applier instrument would not tighten the clips. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.